Event description:
The pt reported that the down arrow button is not responding on keypad. The pt also mentions that the down arrow button stopped responding after multiple presses and does not click and spring back as it should. The keypad is intact and all other buttons are working.

Manufacturer narrative:
The pump was returned to animas. The eval revealed that the keypad was intact with no visible damage. The down arrow button was unresponsive and slow to respond to button presses. The eval also revealed that there was contamination underneath the buttons.